Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced eight infusion sets fell off during use events on 03-june-2024. The infusion set was used for 1 hour. The bg level was reported 160 mg/dl. Therefore, patient was treated with mdi. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 8.